Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00159, 00160.

Manufacturer narrative:
Conclusion: no device failure. Visually examined. Complaint reviewed and analysis showed no trend for 38am-5200 lot no: 086364258. Device history record reviewed. Undetermined.

Event description:
Allegedly removed during the revision of another component.